Manufacturer narrative:
H10. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a total left knee arthroplasty (B)(6) 2009 and was surgically revised on (B)(6) 2022- approximately 13 years 1 month after implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D4: added catalog number and UDI, g3: added 510k number, h6: corrected health effect - clinical code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.